Event description:
It was reported a patient presented with tachycardia, the right ventricular (rv) lead had high pacing impedance and high capture thresholds. Programming changes were made to restore normal parameters. The patient was stable.